Event description:
It was reported in general, how does the noise response work? Discussed. Clinician reports he is seeing quite a bit of histograms at 100 ppm. There are also quite a few an markers with pacs and atrial pauses. Ts states this sounds like it may be an atrial lead issue since pacing due to the noise response is not a normal occurrence. Ts recommends further evaluation of the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).